Event description:
It was reported by service report that the pt right side rail is not locking and there are sharp exposed edges on the broken top rail. No pt involvement or adverse consequences are reported.